Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "fiber size too large". The lot number is unknown therefore the device history record could not be reviewed. A labeling review could not be done as product family is unknown. Although the product family is unknown, the women¿s health product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced bladder extrusion of mesh, vaginal exposure of mesh, abdominal pain, vaginal pain, recurrent urinary tract infections, and chronic pain. The patient underwent removal of the extruded mesh and removal of vaginal and retropubic portions of the right arm of the mesh tape.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bladder extrusion of mesh, vaginal exposure of mesh, abdominal pain, vaginal pain, recurrent urinary tract infections, and chronic pain. The patient underwent removal of the extruded mesh and removal of vaginal and retropubic portions of the right arm of the mesh tape.